Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he is experiencing leakage while using his infusion sets. Customer states that this has been occurring for three months. Customer states that the location of the leak is the quick release. Customer states that leaking is observed by the second day of use on an infusion set. Customer's blood glucose was 308 mg/dl at the time of the incident. The product is expected to be returned. Product is expected to be returned.